Event description:
As reported, it was a case of a 23mm sapien 3 valve in aortic position using transfemoral approach. The valve was placed at the target position (90/10). Although it appeared to be in stable position, there was moderate pvl seen. The heart team decided to post-dilate by adding another 0.5 cc. (1.5 cc underfilled from nominal volume) and pvl improved to a mild degree in invasive hemodynamic measurement (mean av gradient 13 mmhg). Unfortunately, the patient blood pressure progressively reduced. Bedside echo showed a pericardial effusion. Pericardiocentesis under echo and fluoroscopy guidance was done. Lv gram and aortogram was done to delineate source of de-novo pericardial effusion. Multi-modality assessments showed a partially concealed rupture at the site in between ncc-lcc. The patient was observed in the cathlab with serial hemodynamic and echo assessments. In view of stable condition, no further pericardial effusion, the heart team decided for conservative management with close monitoring. After transfer to critical care unit, the patient was recovering with good conscious and no effusion. As per medical opinion, the perceived root cause of the event was annular calcification. Patient recovered and was discharged.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest both patient factors (annular calcification) and procedural factors (post-dilation of the implanted valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for "valve deployment and position - deployed valve exhibits paravalvular leak" was unable to be confirmed due to unavailability of relevant imagery or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. As reported, "the valve was placed at the target position (90/10). Although it appeared to be in stable position, there was moderate pvl seen. Heart team decided to post-dilate with adding another 0.5 cc. (1.5 cc underfilled from nominal volume) and pvl improved to mild degree in invasive hemodynamic measurement (mean av gradient 13 mmhg)", and "as per medical opinion, perceived root cause of the event was annular calcification." Per imaging evaluation, native aortic valve was severely calcified. Per training manual, bulky calcification can create irregular contact between thv and annulus, increasing the risk of pvl. So, the presence of the calcification likely creates a gap in between the thv and native annulus, compromising the seals and resulting in paravalvular leak. In addition, the valve was under-deployed due to patient anatomy condition. Under-deployed valves can also compromise the seals leading to pvl . As such, available information suggests that patient factors (calcification) and/or procedural factors (under-deployed valve) may have contributed to the complaint event. Imagery was provided by the complaint site and the following observations were made: calcified native annulus and leaflets, the valve sizing (23mm) appeared to be appropriated based on the provided dimensional and calcification condition of native aortic valve/annulus, and the intra-op echo was captured during systole, so the paravalvular leak could not be determined. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.